Event description:
The customer reported that the system locked up and would not fluoro. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the external interface board were replaced. The system was then found to be operating as intended.